Manufacturer narrative:
Medical device lot #: 6138651. Medical device expiration date: 05/31/2018. Device manufacture date: 5/17/2016. Results: a sample was not returned for evaluation. A review of the device history record is not required at this is a confirmed complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to (B)(4).

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® pbbcs with 12 in. Tubing and pre-attached holder leaked from the tubing where it connects the needle to the adpater while drawing labs. It happened 2 times with lot 6050913 and within a week 4 times with lot 6138651. There was no injury or medical intervention reported.